Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 0.7, inratio: 2.0, mean: 1.35, sd: 0.919, %cv: 68.09, result: fail. Since %cv is greater than 20%, inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. Retain testing of reported lot 233708 is required. In-house testing has been performed (B)(6) 2011 with passing results as follows: date: (B)(6) 2011, inratio: 2.1, inratio: 2.0, mean: 1.9, sd: 0.1, %cv: 5.00, result: pass. No further testing is needed. Unexpected test result may be correlated to patient's condition and/or customer's sample technique. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip test result comparison met precision criteria. (B)(4). Action threshold has reached. Since strip lot released, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 0.7, retest inratio: 2.0. Patient's target therapeutic range is 2.0-3.0.